Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip (device #3) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #3). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) and/or unspecified bard/davol composix kugel patch (device #2) and/or unspecified bard/davol sepramesh ip (device #3) on (B)(6) 2010 and/or (B)(6) 2010 and/or (B)(6) 2011. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol flat mesh (device#1), composix kugel patch (device #2) and sepramesh ip (device #3). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.